Event description:
It was reported that the insulin pump delivered several boluses on its own. The customer did not recall programming any of the boluses. Reviewed the bolus history, and all of the boluses were in the history. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.